Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent, the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, and the distal end/electrodes of the lead were extrinsically damaged. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant attempt, it was not possible to retract the lead helix after extension. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.